Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia repair, when fixating mesh, tacks were fired irregular way, linked and overlay each by one. Another device from the same lot was used to resolve the issue in order to complete the case. There was no patient injury.